Manufacturer narrative:
Conclusions: the cause of this event was due to insufficient distance between the cable and the pt. These kind of events can be prevented as much as possible, by following the instructions for use. The instructions for use already contains warnings on the cable placement. No repairs were made to the sys. The sys was operating within specs.

Event description:
The pt was having an mr scan and rec'd a second degree burn of 5 cm on the arm. There was very limited info. The sar values of the examinations were not provided. The distance between the coil and pt was insufficient at the place of the burn (8mm).